Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver broke. While deploying the implant, the doctor noticed that the driver was making a cracking noise and did not fully engage with the implant. Upon removing the inserter and implant, he observed that part of the driver had broken off, with some fragments remaining inside the implant. Before proceeding, the doctor examined the broken driver and removed the implant to ensure that no pieces were lodged at the top of the implant. A sales representative provided a new driver and implant, allowing the procedure to be completed successfully. There were no adverse effects on the patient.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Analysis of the returned driver revealed that both tips of the driver were completely sheared off. The damage to the driver is most likely due to subjecting the device to excessive force. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states avoid application of excessive stress on the instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver broke. While deploying the implant, the doctor noticed that the driver was making a cracking noise and did not fully engage with the implant. Upon removing the inserter and implant, he observed that part of the driver had broken off, with some fragments remaining inside the implant. Before proceeding, the doctor examined the broken driver and removed the implant to ensure that no pieces were lodged at the top of the implant. A sales representative provided a new driver and implant, allowing the procedure to be completed successfully. There were no adverse effects on the patient.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Analysis of the returned driver revealed that both tips of the driver were completely sheared off. The damage to the driver is most likely due to subjecting the device to excessive force. Therefore, the most probable cause is unintended use error caused or contributed to event. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. Additionally, it also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use, confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver broke. While deploying the implant, the doctor noticed that the driver was making a cracking noise and did not fully engage with the implant. Upon removing the inserter and implant, he observed that part of the driver had broken off, with some fragments remaining inside the implant. Before proceeding, the doctor examined the broken driver and removed the implant to ensure that no pieces were lodged at the top of the implant. A sales representative provided a new driver and implant, allowing the procedure to be completed successfully. There were no adverse effects on the patient.

Manufacturer narrative:
Analysis of the returned driver revealed that both tips of the driver were completely sheared off. The damage to the driver is most likely due to subjecting the device to excessive force. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states avoid application of excessive stress on the instrumentation.